Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be duplicated during evaluation. In the initial evaluation of the unit, we checked the instrument and found the instrument is showing correct temperature. We checked the temperature cable as well and found to be in good condition. We checked the ambient instrument temperature with room temperature both are same. We done the calibration check with the ctu and found every value under range. Calibration passed successfully. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. A risk review is not required as the reported issue is unconfirmed. A labeling review is not required as the reported issue is unconfirmed. A DHR is not required as the reported issue is unconfirmed. Based on the results of the investigation, no additional actions can be taken. Corrections: d, h- all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error in patient core body temperature in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error in patient core body temperature in an arctic sun device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be duplicated during evaluation. In the initial evaluation of the unit, we checked the instrument and found the instrument is showing correct temperature. We checked the temperature cable as well and found to be in good condition. We checked the ambient instrument temperature with room temperature both are same. We done the calibration check with the ctu and found every value under range. Calibration passed successfully. The arctic sun was functionally tested properly. Ctu calibration were performed. A risk review is not required as the reported issue is unconfirmed. A labeling review is not required as the reported issue is unconfirmed. A DHR is not required as the reported issue is unconfirmed. Based on the results of the investigation, no additional actions can be taken. Correction: h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error in patient core body temperature in an arctic sun device.